Event description:
It was reported that the synframe ring clamps do not hold as well as they should; they were slipping on the ring. It did not affect the pt or hold up the procedure.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. Four clamp rings were returned for investigation. Microscopic visual examination showed wear in the most strained cutout areas. As a result, the clamping effect was reduced and the clamps slipped during application of high applied forces. No mfg related condition was found. The cause was determined to be wear and tear. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR.